Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Failure analysis revealed that device was received with unresponsive esc button due to flattened dome switch (creased) and corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies during the visual inspection. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The insulin deliver had temporarily stopped. The caller also stated that there was crack on the upper corner of the ldc case of the insulin pump. The caller stated that the customer's blood glucose was unknown because at the time of the phone call the customer was out on the soccer field; the customer is a soccer coach. The caller stated that the customer had the insulin pump tucked in their shorts and the device was exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.